Event description:
Pt female 93 year old was using a competitor's device. New to dialysis experienced chest pain, lower back pain, shortness of breath within first 3 minutes of treatment. Blood rinsed back pain subsided. Pt is fine placed. Back on competitor's device.